Event description:
It was reported that during a cardiac catheterization procedure, patient complications occurred. High pressure tubing was connected to this impulse diagnostic catheter and 40cc of contrast was injected into the ascending aorta through the pigtail using another manufacturers' auto injector. Immediately after activation for an aortic root image, no dye was seen on fluoroscopy. The patient developed st elevation, chest pain, and was found to have slow speech. The patient was able to follow commands, awake, alert, oriented. Pupils were equal, reactive to light at 6mm. Vital signs were stable. Slow speech quickly resolved. The procedure was ended at this point and the patient was treated per stroke protocols. Per the facility, an air embolism may have occurred. It is not thought that the catheter had any defects or malfunctions that may have contributed to this incident. The patient was admitted to intensive care for observation and discharged to home 24 hours later. The patient is fully recovered and no further treatment was necessary.

Manufacturer narrative:
Initial reporter sent to FDA: facility medwatch was filed for non-bsc concomitant device. (B)(4).

Event description:
It was reported that during a cardiac catheterization procedure, patient complications occurred. High pressure tubing was connected to this impulse diagnostic catheter and 40cc of contrast was injected into the ascending aorta through the pigtail using another manufacturers' auto injector. Immediately after activation for an aortic root image, no dye was seen on fluoroscopy. The patient developed st elevation, chest pain, and was found to have slow speech. The patient was able to follow commands, awake, alert, oriented. Pupils were equal, reactive to light at 6mm. Vital signs were stable. Slow speech quickly resolved. The procedure was ended at this point and the patient was treated per stroke protocols. Per the facility, an air embolism may have occurred. It is not thought that the catheter had any defects or malfunctions that may have contributed to this incident. The patient was admitted to intensive care for observation and discharged to home 24 hours later. The patient is fully recovered and no further treatment was necessary.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Magnified and tactile inspection of the device revealed no irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).